Event description:
Externalization of 1580 riata lead with clot. Fluoro on (B)(6) 2012 was negative. See physician description of clot below. It appears that the clot is "layered" at the wall insertion and around the lead according to the echo doc. I assume that means it is organized. The attachment point appears to be at the ivc/ra junction. It is hard to tell if the clot is coming from the wall or the lead or both as the lead appears adhered at this point. Regardless, the lead appears encased in material into the rv and back down the ivc. This looks fluoroscopically to be in the same region as the externalization. From the attachment point is the large mobile mass that is >2 cm that moves freely across the tv.